Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr), a dilated left atrium, myxomatous tissue and a lateralized heart for a mitraclip procedure. During pre-deployment establishing final arm angle (efaa), the clip could not hold the lock and continuously opened after the clip was completely closed. Troubleshooting was performed unsuccessfully. The clip was removed. Another mitraclip was implanted successfully. The final mr was grade 2. There were no adverse patient effects or clinically significant delay reported.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.